Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided abscess drainage catheter placement procedure, the accessories were allegedly damaged. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided abscess drainage catheter placement, the accessories were allegedly damaged. It was further reported that the locking device was allegedly missing. Reportedly, the catheter was replaced. There was no patient contact.